Manufacturer narrative:
Analysis of programming history.

Event description:
During review of programming history it was noted that an incomplete diagnostics occurred which change the patient to unintentional settings. Although there was a final interrogation to check the setting the setting were no corrected prior to the patient leaving. Settings were corrected at a later appointment.